Manufacturer narrative:
No button error alarm. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. Numbers did not ramp up on thier own or scroll bar moving with no input.

Event description:
The customer reported a button error on the insulin pump. The customer's blood glucose value was 162 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer was advised to not place the insulin pump against the skin in the future. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).